Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the experiencing high blood glucose of 474 mg/dl. Customer expressed the following symptoms for high blood glucose excessive urination. Customer treated with manual injection and insulin pump. The drive support cap was normal. No air bubbles or leaks noted. Customer was advised to perfume manual prime insulin did exit. Customer did not have tubing clamp to perfume high pressure test. No further information reported.